Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump wake button was more difficult to press and felt stuck. Reportedly, the pump shut off while the pump was connected to a power source. After the pump was turned back on a button alarm occurred shortly after. Customer reported blood glucose (bg) level was 74 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.